Event description:
It was reported that there was a leak at the end of the tubing on the cap side, where the seal was found to be completely defective. The cap assembly, including the threaded part, had disconnected from the tubing, leading to the observed issue. It was reported that the issue was found during unspecified laboratory tests. Per reporter the patient was unable to receive nutrition on two occasions.

Manufacturer narrative:
E1 phone number: (B)(6). Device evaluation: one device was returned for analysis in used condition. A photograph was also received and evaluated. Review of the photograph showed a primed set with the back check valve separated from the tubing. No damage was observed on the returned set. Functional testing was performed on the returned set and it was found that the tube separated. The investigation found insufficient application of solvent at the bonding sites and determined this to be the probable cause. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.